Manufacturer narrative:
(B)(4) evaluation statement: the reported event of being unable to program lvp with pcu could not confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that during a bag change, the user was unable to program the pump with interoperability. Further investigation of the event with server support determined that the pc unit had not connected to the alaris server in over a year since (B)(6) 2017. Although the tubing was connected to the patient, the infusion had not started, thus no patient involvement was reported. During the subsequent hospital biomed investigation, it was determined that during the prior pm, the radio card had been installed incorrectly by the technician. After the card was correctly re-inserted, the pc unit was able to connect to the alaris server, and the device then functioned as intended.